Event description:
Pt's urine specimen was tested on 2/10/94 using the device method. The drugs of abuse screen yielded negative results for all parameters. The test was repeated at the request of the ER physician, and the results were the same. All parameters were negative. The ER physician did not believe the results because a friend of the pt expressed witnessing the pt's use of cocaine. The urine specimen was sent to another lab for a cocaine screen using another co's method. The specimen tested positive for cocaine. Serum was sent for cocaine/metabolite quantitation. The result was 4159 ng/ml as benzoylecgnonine. Device demonstrated false negative results. Product taken out of service at hosp 2/10/94.